Manufacturer narrative:
Terumo cardiovascular systems was advised on 04/21/2009 that a leak was observed in a cardiopulmonary bypass circuit that was manufactured by terumo. The leak was noted to be in the area where flexible tubing connects to the distal port of an arterial filter. It was reported that the patient did experience a small amount of blood loss (B)(4) although no injury or harm to the patient was reported. The report stated that there could have been a loose connection in the suspect area contributing to the leak (B)(4) the suspect device was not returned to terumo cardiovascular for further analysis - so a document review was conducted to ascertain any anomalies during the manufacturing process - however, no issues were noted. It is possible that the mfg process may have been contributory to the event as the tie-band may not have been securely affixed result (B)(4) - although this could not be confirmed. Because the device was not returned and could not be evaluated by the manufacturer, terumo was unable to draw any definitive conclusions. Terumo cardiovascular submits this report to FDA as a matter of diligence even though the device was not confirmed to have malfunctioned.

Event description:
On april 14, 2009, the user facility reported to the manufacturer (terumo cardiovascular), that a leak occurred in a bypass circuit during cardiopulmonary bypass surgery. The leak was reported to have occurred in the location where flexible circuit tubing connects to the distal (outlet) port on an arterial blood filter. The user facility reported that the tie-band tht is used to secure a tight connection between the tubing and the filter was loose - and as a result of the leakage, a minimal amount of patient blood was lost. The user facility reported that the connection was subsequently secured (no components were replaced) and that the surgery was completed without further incident. The patient's condition was not adversely impacted by the event. Notable: the bypass circuit described herein was manufactured by terumo cardiovascular systems and is a cardiovascular convenience kit.